Manufacturer narrative:
(B)(4). Batch # r9221x. Investigation summary: the device was returned with the blade tip damaged with gouges marks. However, the blade was not cracked. During functional testing on a gen11, an alert screen was displayed. When the device was disassembled to inspect the internal components, no anomalies were found related to the reported event. However, what was found was that there was a cracked internal component; the y-link. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a surgical procedure for endometriosis, the device presented several defects to include "requesting the replacement of the same and requesting the cleaning of the blade, considering that the same had not been used." The patient had no serious injury.

Manufacturer narrative:
(B)(4). Additional information received: photo received for review upon visual inspection of the picture, it was confirmed that the batch number printed on the device and the packaging are different. The manufacturing records were reviewed and it was confirmed that the batch r9221x was packaged under lot r9244x. The difference of batch/lot number indicates the process/packaging sequence and is not indicative of a quality issue.